Event description:
Same case as #6000093-2005-00811. It was reported that two days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt had a diagnostic catheterization done and the following day they received two taxus express2 drug eluting stents of unknown sizes. The calcified and tortuous right coronary artery (rca) was predilated with a maverick balloon of an unknown size. A taxus monorail stent was placed. "Angiography, vessel had poor yield." A maverick balloon was used again to predilate and the physician placed another taxus monorail stent in the circumflex (cx) artery resulting in timi 3 flow. The vessel was open and pt. The pt remained hospitalized. Plavix was ordered for the pt. Two days later the pt returned with a sub-acute thrombosis of the rca anc cx. A maverick balloon was inflated in each stent and distal to each stent. "Angiographically, good flow was resumed in both vessels". The pt was transferred to the ICU. Pt was reported to be complaint with the plavix. No further complications were reported.